Event description:
A tech reported a patient with photophobia one week post lasik. The steroid drop was increased. There was two medical device reports associated with this event. This report references the right eye. Additional info was received that the photophobia has cleared and the steroid was finished.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).